Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega suturecut needle driver instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that one grip cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. One grip close cable is derailed from the distal idler pulley. Grips can still open and close, but cable derailment is likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys may contribute to derailment. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.